Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The actual device was not returned for evaluation; therefore, a sample was taken from current production at the manufacturing facility. A visual exam was performed and no obvious defects were observed. The insertion depth of the representative sample was measured and it was found to be 8mm, which meets the criteria of the connector to be partially inserted into the tube. The connector bonding strength of the representative sample was also tested and no issues were encountered. The connector assembly features of the endotracheal tube was designed in such a way that the connector can be removed and connected back to the tube when the tube is required to be cut to length. There is a precaution stated in the IFU that the 15mm connector should be firmly seated in the tracheal tube to prevent disconnected during use. Based on the investigation, the complaint on disconnected 15mm connector could not be confirmed. There is no physical evidence of failure as there is no sample returned for investigation.

Event description:
Customer complaint alleges a disconnect in the 15mm connector with the device. Alleged issue reported as detected prior to patient use. It is unclear if it was in the clinical setting. No report of patient involvement.

Manufacturer narrative:
(B)(4). The device involved in this complaint has been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges a disconnect in the 15 mm connector with the device. Alleged issue reported as detected prior to patient use. It is unclear if it was in the clinical setting. No report of patient involvement.